Manufacturer narrative:
.

Event description:
It was reported that the catheter was implanted for an intrathecal trial; the catheter tip was placed at c7 level. At the time of implant of the permanent infusion system, it was noted by x-ray that the catheter tip had migrated down to t11. The catheter was revised and the tip repositioned to c6. No patient symptoms were reported and the patient recovered without sequela.